Event description:
During testing the unit displayed "defib error 11".

Manufacturer narrative:
The evaluation of the device indicated that the reported problem 'defib error 11' was caused by broken solder joint on pin 18 of u4 on the defib board caused by the impact. After the ic was resoldered the device functioned. The device was tested and found to perform in accordance with is specifications.